Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that sleeve fall off occurred with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, "rubber/cannula protection of the needle was stuck in blood culture bottles. The rubber/cannula protection disconnected during removal of blood and got stuck in the blood culture bottles. The nursing staff had to puncture the client again and the same happened again."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sleeve fall off occurred with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, "rubber/cannula protection of the needle was stuck in blood culture bottles. The rubber/cannula protection disconnected during removal of blood and got stuck in the blood culture bottles. The nursing staff had to puncture the client again and the same happened again."